Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, the right atrial lead exhibited high capture threshold. No intervention was performed.

Event description:
New information noted that the right atrial lead exhibited unspecified capture issue and not high capture threshold.